Manufacturer narrative:
Oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, the attachment was visually inspected with observation that the pns in the blade locking mechanism were broken. The attachment was considered non-repairable. The attachment was not returned to the customer.

Event description:
It was initially reported that the attachment was rotating round when connected to the handpiece. During device evaluation it was observed that pins of the oscillating saw attachment were broken. There was no patient harm and the surgery was not delayed.